Event description:
Device malfunction: vessel locator wings prematurely collapsed; time of device malfunction: during vessel closure; symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. When the thumb advancer was pushed towards the arrow, approx 1 cm from the finish point, extreme resistance was felt. The physician continued pushing forward and the vessel locator wings retracted (prematurely collapsed) and the device came out of the artery. Hemostasis was achieved using manual compression. Once outside of the pt's body the physician re-engaged the vessel locator wings and the clip did deploy into a piece of gauze. There were no reported adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. The device was received. Investigation is not complete.